Event description:
The user facility reported that a portion of the guiding sheath was noted to be damaged during preparation prior to a use. Follow-up communication confirmed that: the sheath was removed from the packaging, and then, wiped with a gauze pad and flushed with saline; at that time, the user reportedly noted that a portion of the outer layer of the sheath appeared to be partially separating from the coil wire; and therefore, the device was not used on the patient.

Manufacturer narrative:
(B)(4) -there is no code available for the reported partial separation of the outer layer of the sheath prior to use. Results - partial separation of the outer layer of the sheath was confirmed on the returned sample, but the cause is not able to be determined; based upon testing of reserve samples. Conclusions - based upon evaluation of returned sample; based upon testing of the return & reserve samples. The involved device was returned and evaluated. Examination confirmed that a portion of the sheath had become partially separated from the inner coil wire of the device. Thorough visual examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects. Physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported damage to the outer layer of the sheath cannot be definitively determined based upon the available information. These devices are 100% inspected multiple times during manufacturing & final packaging. Therefore, we are confident that the product could not have been packaged and shipped in this condition. The damage appears to be most consistent with exposure to some type of chemical or excessive heat during additional processing after shipment, such as re-sterilization. The device labeling does address the potential for such an event in the instructions-for-use, which states: "this device is for single use only. Do not re-sterilize or re-use" and "do not heat or bend the sheath tip. Damage to the sheath may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).